Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. A visual examination identified that the balloon of the device was tightly folded. The examination found the stent to have been displaced proximally on the balloon catheter by approximately 3mm. The stent was also found to be severely damaged along the entire length. A sheath insertion test cannot be carried out due to the stent damage. The balloon had not been subjected to positive pressure. No issues were identified with the markerbands or the tip of the device. A visual and tactile examination identified no damage or issues with the shaft of the device.

Event description:
It was reported that the coating of the tip broke. A 9.0x60x75cm express ld iliac / biliary device was selected for use. During advancement into the introducer sheath, the coating of the tip broke. Another stent was used to successfully complete the procedure. There were no patient complications.

Event description:
It was reported that the coating of the tip broke. A 9.0x60x75cm express ld iliac / biliary device was selected for use. During advancement into the introducer sheath, the coating of the tip broke. Another stent was used to successfully complete the procedure. There were no patient complications.